Event description:
A home patient contacted baxter's technical service center to report the notation of air bubbles in the patient line of the homechoice set during the prime cycle in anticipation of their automated peritoneal dialysis therapy. Reportedly, the home patient had connected their transfer set to the patient line of the homechoice set during prime. Per the home patient, the transfer set clamp was left closed during the incident. Baxter's technical service center assisted the home patient in ending therapy early. The home patient set up with new supplies to complete therapy. No patient injury or medical intervention was associated with this incident, per the home patient.